Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the charged coupled device unit and noisy image occurred was cause traced to component failure and for scope connector and circuit board unit in scope connector was dirty was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited damage on charged coupled device unit, noisy image occurred, scope connector and circuit board unit in scope connector was dirty. There was no patient involvement.